Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced due to a systemic infection. No further patient complications have been reported as a result of this event.